Manufacturer narrative:
Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
The user facility reported that after the involved catheter was placed, the user noticed leakage of infusion and checked the product. The catheter, which should have been stayed in the patient vein, was found broken. The cannula was manually retrieved from the feline patient. No health hazard was reported. There was no medical/surgical intervention required. The final patient impact was unknown. Additional information was received on 20oct2023: the patient was an almost-one(1)- year-old feline, which was intended to receive a spay operation. After anesthesia was performed, an i.v. Catheter was placed in between the right elbow and the right wrist (radial side). After the vascular access was secured, blood collection was performed, and then infusion line was connected. While the nurse was shaving the abdomen of the patient, he/she noticed a blood leakage occurring at the punctured portion. The time duration the catheter was being placed was approximately five (5) minutes to ten (10) minutes. Upon checking the leakage portion, the catheter hub was detached from the patient, and the broken catheter was found to be slightly protruded. The broken catheter was manually and immediately removed. The new i.v. Catheter was punctured again.

Manufacturer narrative:
A2: age: less than 12 month(s). D4: expiration date: sep/2027. D4: UDI: not required for product code. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: veterinarian. H4: device manufacture date: 10/12/22-10/15/22. The actual sample was not returned for investigation. Instead, the actual sample photos were provided. The retention samples (5 pieces) of same lot were utilized for investigation. Upon closely checking the provided photo, the catheter fracture surface was confirmed to be flat and smooth, which suggests the possibility that the tube has been damaged by a sharp-edged tool. Retention sample check: when we observed the catheter and inner needle of the samples, no defective properties, which may have contributed to a broken catheter, were observed. The concerned product is constantly produced by fully automated process that includes assembly of inner needle and catheter, fitting of them, a cap and a protector attachment, labeling of individual packaging through to boxing process. After received the report, entire manufacture facility was thoroughly checked. As a result, no area was confirmed where a sharp-edged tool may contact to the product. Furthermore, our manufacture inspection records of the concerned lot were thoroughly checked, wherein no defective records, such as an issue that may have contributed to broken catheter, was noted. In addition, no defective products, such as scratched catheter or broken catheter, had been detected in our sampling inspection conducted per lot. No similar reports for the reported lot have been received from other facilities. As no anomalies were observed in the manufacture inspection records and our retention samples, we were not able to identify the specific root cause of the reported issue. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.